Event description:
It was reported that patient experienced ineffective therapy. Diagnostics revealed high impedances on one lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient experienced high impedance on a lead was reported to abbott. The patient¿s ipg was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.